Event description:
It was reported by the clinician, that during pre-test, it was noticed that the sheath would not slide forward and come off the needle. As a result, it was not used. Received medwatch report on 03/27/08. Event description: the physician was preparing to perform a thoracentesis with the arrow-clarke pleura-seal thoracentesis kit. He explained that it is his customary practice to set up the equipment before using it on the pt to be sure that it is working. When doing so in this case, the sheath would not slide forward off of the needle. The dark blue hub appears to be stuck as if it were glued to the 3-way stopcock. No pt was involved in the event. However, the physician said that if he hadn't tested the device first, the pt would have required to be stuck twice.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.